Event description:
It was reported that asymptomatic patient's pacemaker could not be interrogated. There was also no magnet response. The pacemaker was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Device was received with intermittent telemetry. Analysis of the device image and output found the device was operating in magnet mode. Magnet mode operation was persistent after power cycling the device, and hybrid impedance measurements indicated faulty magnet recognition circuitry. Field complaint of wireless communication issue was confirmed. Further testing found the device battery is still above elective replacement level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.